Event description:
It was reported that an ilet bionic pancreas would not power on after the battery depleted, with a solid green light on the charger but no response from the device despite charging overnight, trying multiple outlets, removing the case, and holding the sleep/wake button, leading to shipment of a replacement pump and charger. Symptoms included hyperglycemia with a highest reported glucose of 400 mg/dl and elevated glucose lasting about 1.5 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included customer troubleshooting and logistical replacement actions. Investigation of this device revealed a suspected device power or charging failure consistent with a hardware malfunction affecting the pump¿s charging or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an apparent device malfunction of the power/charging system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.